Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 5/16 mm cr insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised for instability on a left knee. The press fit femoral and press fit tibial component as well as poly insert were removed and replaced.